Event description:
User reported that the level sensor was not detecting fluid in the reservoir. The user chose to switch the level sensor with a replacement. There was no patient harm as a result of this suspected fault.

Manufacturer narrative:
Investigaton found that the lack of sensing was a result of accidental internal wiring damage due to bending.